Manufacturer narrative:
Additional information was received indicating this lead was explanted. No adverse patient effects were reported. This lead has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable left ventricular pacing lead had dislodged and was in the atrium. The pacing and sensing functions of the lead were programmed off and the atrio-ventricular delay was extended to minimize right ventricular pacing. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be reevaluated at a later date. The available information suggests this lead remains in service. Should additional information become available, this report will be updated.